Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device returned h3, h6: investigation summary the complaint device was received and inspected for the reported failure mode. The needle is jammed inside the shaft of the gun and distal portion of the needle is protruded through the jaws indicating that the needle was pulled out from the distal end of the gun. This failure can be attributed to mishandling of both the expressew gun and the needle. The needle was unable to be removed manually and there could be debris present on the distal end.the device is reusable and should be properly cleaned.if it is not properly cleaned debris can build up inside the needle shaft and cause the needle to get stuck.therefore is a potential root cause for the issue experienced by the customer.however we cannot discern a definitive root cause for reported failure. A manufacturing record evaluation was performed for the finished device 43646-170823 number, and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H3, h4, h6: a review of the device history record device history lot a manufacturing record evaluation was performed for the finished device 43646-170823 number, and no non-conformances were identified. Device history batch null, device history review null device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the instrument was purchased in 06/2017 and has been in use since.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via cst tool that during a rotator cuff repair procedure that the needle on the expressew iii auto capture + gun was getting jammed, has been happening a lot more recently. The needle and auto capture finally broke. The procedure was completed successfully with a competitor's device with a surgical delay of five minutes to the case. There were no fragments generated. After speaking with the sales rep via phone he stated that nothing broke physically. He stated that the needle was jamming in the gun and that then the gun would no longer fire. The sales rep stated that there was nothing wrong with the needle and that nothing broke in the patient. There was no patient harm. The device will be returning for evaluation.